Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited pacing problem, high thresholds and increasing thresholds. The leadless implantable pulse generator (ipg) was turned off and left in the patient and replaced by a implantable pulse generator (ipg). No patient complications have been reported as a result of this event.